Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during a procedure, they found on x-ray that the capio suture dart was left in the patient, they had to cut the suture off of the dart. They are not able to retrieve the dart because it is covered with ligaments and to prevent ligament tear. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
Issue reported: during a procedure, they found on x-ray that the capio suture dart was left in the patient, they had to cut the suture off of the dart. They are not able to retrieve the dart because it is covered with ligaments and to prevent ligament tear. The patient's condition was reported as fine.